Event description:
It was reported to tyco/healthcare/kendall via medwatch 1023910 on 03/2002 that a medication error occurred. On further investigation, it was discovered the medication was given but over an extended time period. No harm to pt. The sample was discarded at the hospital.